Event description:
Revision surgery due to instability.

Manufacturer narrative:
The agent reported, knee was unstable. Upsized to thicker insert. Male 64. Complaint has been evaluated and is similar to report number 1644408-2023-00434; 342-10-705, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.